Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been received. Information regarding patient age, weight and gender are not available. (B)(4). This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 1058196-2016-00011 and 1226348-2016-00011. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during aneurysm coiling of an unspecified vessel, an enterprise 2 (enc402300/10515764) became stuck in the middle of a prowler catheter (6062510fx/17291572) and both devices had to be removed from the patient. The enterprise 2 could not be withdrawn from the catheter. The procedure was completed with a same/like product. A continuous flush had been maintained through the microcatheter, and the devices had been prepped and used as per the instructions for use. The sales representative recognized that the surgeon used the wrong microcatheter and informed the surgeon. The catheter, stent and stent delivery system did not appear damaged in any way, and the stent did not prematurely deploy. There were no potential patient adverse events, and no clinically significant delay in the procedure. It was reported that the devices would be returned for analysis.

Manufacturer narrative:
Additional information was provided on 02/02/2016: since the physician was aware that the incorrect microcatheter was used with the enterprise 2 device, he did not return the devices for analysis. This is follow-up report 2. The previous MDR report was labeled follow-up 2 in error. Conclusion: as reported by a healthcare professional, during aneurysm coiling of an unspecified vessel, an enterprise 2 (enc402300/10515764) became stuck in the middle of a prowler catheter (6062510fx/17291572) and both devices had to be removed from the patient. The enterprise 2 could not be withdrawn from the catheter. The procedure was completed with a same/like product. A continuous flush had been maintained through the microcatheter, and the devices had been prepped and used as per the instructions for use. The sales representative recognized that the surgeon used the wrong microcatheter and informed the surgeon. The catheter, stent and stent delivery system did not appear damaged in any way, and the stent did not prematurely deploy. There were no potential patient adverse events, and no clinically significant delay in the procedure. The devices were not available for analysis. Review of DHR for lot 17291572 concluded there were no issues that were considered potentially related to the reported complaint. The resistance between the enterprise and prowler plus 20cm microcatheter could not be confirmed without product return for analysis. The root cause of the event could not be conclusively determined; however, device selection may have contributed to the event. As per the instructions for use (IFU): ¿the codman enterprise vascular reconstruction device and delivery system is designed for use under fluoroscopy with the prowler select plus infusion catheter (a 0.021¿ inner diameter, 5cm distal length infusion catheter¿. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 1058196-2016-00011 and 1226348-2016-00011.

Manufacturer narrative:
Correction: this report is a 30 day MDR instead of a 10 day MDR as previously reported (see update to section g7).

Manufacturer narrative:
This report is being submitted because we became aware that follow up 1 was accidentally reported as follow up 2. Therefore, we are resubmitting this information to correct the sequencing. Correction: this report is a 30 day MDR instead of a 10 day MDR as previously reported (see update to section g7). When this follow-up medwatch was originally submitted in 2016, the now obsoleted FDA codes were used. Therefore, the below codes were applicable at the time of the original submission. Result code: 3221. Conclusion code: 24.